Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider.

Event description:
Edwards received additional information through follow up with the healthcare provider. At conclusion, te echo demonstrated excellent percutaneous valve function and no perivalvular leak. The patient was transferred to the postoperative cardiothoracic unit in satisfactory condition. The patient was discharged home with home health care services on pod #3 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 33mm pericardial mitral valve was disabled after an implant duration of three years and eight months due to stenosis and regurgitation. A 29mm transcatheter valve was deployed using a valve in valve procedure with great results. No additional information was provided.